Event description:
Year: 2003, sales: 12,067 each, returns for "not attaching/not registering": 0, perecent: 0.0%, year: 2004, sales: 13,845 each, returns for "not attaching/not registering": 2, percent: 0.0148%, year: 2005ytd 8,301 each, returns for "not attaching/not registering": 1 (this current report), percent: 0.0120%. Based upon the above analysis, linvatec has determined that this type of failure is not increasing or occurring at a greater frequency. All returns continue to be monitored and trended as necessary.

Event description:
Drill hosing would click into unit base, however, unit base would not register device. Tried another unit base with same problem. A new tubing was opened and then everything worked.